Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a gastrostomy replacement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the obturator was inserted in order to extend the device, it was noticed that the internal bolster had almost detached from the tube while it was being placed into the patient. They discontinued using the device and the procedure was completed with a different device. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used during a gastrostomy replacement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the obturator was inserted in order to extend the device, it was noticed that the internal bolster had almost detached from the tube while it was being placed into the patient. They discontinued using the device and the procedure was completed with a different device. There were no patient complications reported due to this event.

Manufacturer narrative:
Block e1 (initial reporter facility name): general association of medical associations of the eight generations medical association of the 8th northern region medical center (B)(4). Block h10: visual examination of the returned device revealed that the button dome presented a tear in the nipple. The dome appeared to have been molded properly with no voids, bubbles or thin areas. The complaint was not consistent with the reported event internal bolster detached. It is most likely damage occurred during device manipulation. Most likely that during its manipulation the device could have been damaged. It is highly possible that too much force was applied when distending or inserting the rod into the device causing the rod to be forced through the dome and this could have contributed to the failure noted. Therefore, it was concluded that the investigation conclusion code of this specific damage found during the analysis of the returned unit will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.